Manufacturer narrative:
Date of event is estimated the event of explant due to shocking was reported to abbott. The entire system was explanted and replaced with a competitor system. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced shocking sensations with their therapy. Surgical intervention took place where the patients system was explanted.